Event description:
The technologist commented that the penumbra coil 400 was difficult to load into the px 400 microcatheter. The coil was not placed in the body and an alternate coil of the same size was used and successfully treated the aneurysm.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation. The mfg records for this lot have been reviewed and did not reveal any outstanding discrepancies, design or quality concerns.